Event description:
Customer alleged the lancet needle will not retract in the softclix lancet device. Customer reported no accidental stick with a lancet. The suspect device was not returned to the manufacturer for evaluation. Replacement product was shipped.